Manufacturer narrative:
Section d5 - operator of device: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to complications post operatively. It was noted that the patient suffered from moderate tricuspid valve (tv) issues/regurgitation prior to implant. The patient had their tricuspid valve replaced post-op. It was unable to be determined if lvad therapy contributed too or worsened the tv issue. The healthcare providers thought they may have made the wrong decision not replacing the valve during the lvad implant. The patient suffered from vasoplegia, and eventually passed away due to worsening hemodynamic situation. The outcome was not considered device or therapy related and the device would not return.

Manufacturer narrative:
A. Patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.